Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the right atrial channel. This resulted in the sam feature being disabled. Additionally, a lead safety switch (lss) occurred due to high out of range pacing impedances measuring greater than 3000 ohms. Due to the sam feature being disabled there have been atrial tachy response (atr). Technical services provided device programming options to adjust the sensitivity. At this time this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to include an conclusion code update.